Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later patient experienced physical injuries, pain, disfigurement, physical impairment, psychological injury and progression of existing conditions.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.